Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a navistar thermocool for which biosense webster¿s product analysis lab (pal) identified a broken tip. Initially, it was reported that during the operation, the tip of the device was found damaged. There were no wires being exposed, nor any lifted or sharp rings. A second device was used to complete the operation. There was no adverse event reported on patient. This was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 19-feb-2025, the tip was partially detached from the device, with wires exposed. This was assessed as MDR reportable with an awareness date of 19-feb-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual inspection revealed a bent at the tip of the device. In a microscope evaluation, it was observed that the tip was partially detached from the device, with wires exposed. A manufacturing record evaluation was performed for the finished device number lot and no internal actions related to the complaint was found during the review. The tip damage reported by the customer was confirmed. The potential cause of the damage could be related to the manipulation of the device during or after the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: do not use if the package is opened or damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).